Manufacturer narrative:
The tech found the side rail pivots are rusted seized up. The tech replaced the side rail to resolve the issue.

Event description:
The tech alleged the side rail is down and will not raise. No pt impact.